Event description:
An angio-seal device was selected and deployed in the right common femoral artery after a pre-deployment angiogram. The patient was not given anticoagulants. Nine days later, the patient presented with pain and an infected hematoma of the right groin requiring surgical intervention.

Manufacturer narrative:
Upon completion of the investigation, a final report will be submitted.